Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not have a fractured lead, but the lead was moved to improve the patient's coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) was painful when they were first implanted on (B)(6) 2015 in the hip. It was noted that the pain was felt at the ins site, the patient's hip, and back. It was also reported that the patient had a lead replacement and a manufacturing representative (rep) confirmed that one of the wires broke on (B)(6) 2015. To resolve the issue, on (B)(6) 2016, a lead revision took place and the ins was moved up above the patient's waistline during the same procedure. It is unknown if the symptoms were resolved. Follow-up has been attempted, but no further information was received at this time. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information was received from the consumer. It was reported that the patient did not know what lead to the lead problem; a rep just told them that the wire had a problem. The ins was moved from the patient's hip to above the waist line and this resolved the pain at the ins site post implant.

Event description:
Additional information received from the patient reported that there were no falls or traumas and nothing they could think of that could have led to the wire breaking. The patient stated that they were only told by the manufacturer representative that one of their leads weren¿t working so they had it replaced. It was noted that the patient recovered in 6 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.